Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had unstable thresholds. The lead was reprogrammed and remains in use. The left ventricular lead had not captured for some time. The lead was turned off and subsequently capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.